Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused pain at the insertion site. The customer self-treated by removing the sensor and needle from their arm as treatment. There was no report of death or permanent impairment associated with this event.